Event description:
Pt underwent surgery for coronary bypass grafting on 7/14/94. Could not wean pt off heart-lung bypass, so intra-aortic balloon pump was utilized with catheter inserted into right femoral. On 7/16/94, attempts to remove the catheter were unsuccessful and pt was taken to the or for surgical removal of catheter. Post-op progress notes document, "the tip of the catheter was trapped" (per surgeon). Intra-op notes state, "balloon was found leaking and during the attempt to remove the balloon, apparently it got stuck in the femoral artery."